Manufacturer narrative:
.

Event description:
Procedure: nissen. According to the reporter: the needle detached while in the pt's cavity. A new device was opened, loaded and the needle disengaged again. One needle was retrieved but one remains imbedded in the muscle. The surgeon opened a new device to complete the procedure.